Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed a restart alert indicating consecutive motor stalls and produced a grinding noise during rewind, and despite multiple restarts the device issued an unable-to-proceed message prior to loading new supplies; a dry run to 120 units completed but the issue persisted, consistent with a mechanical problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified within the device mechanism consistent with a motor stall. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.